Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they needed a replacement recharger because they got a shock from the paddle and the paddle was getting very hot. When asked for the event date, patient stated that it was just yesterday when they went to charge the implanted neurostimulator. Patient and technical services (pats) instructed patient to check for visible damage; patient noticed there was a crack on the cord near the relay box of the recharger. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. Analysis of the recharger, model 97755-s, s/n: (B)(6) found complaint unverified - found no issues with finding or charging. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.